Manufacturer narrative:
PMA/510k #: k171999. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the tip of a performer introducer sheath was found broken within the packaging. The packaging was still intact. The device was not used during a procedure and did not impact any patient.

Manufacturer narrative:
Summary of event: as reported, the tip of a performer introducer sheath was found broken within the packaging. The packaging was still intact. The device was not used during a procedure and did not impact any patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states, ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.